Event description:
A physician reported that during a surgery in an ophthalmic system aspiration of the cutter was found to be weak which resulted in insufficient vitreous aspiration. Both the pack and the probe were replaced, but the issue did not improve. Basic salt solution (bss) was then flushed through the tube from the probe to determine whether the condition would improve and eventually the cutter began functioning and aspiration became possible. The surgery was continued and completed without any other problems on same day. This report pertains to ophthalmic system involved in the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.